Manufacturer narrative:
All available information was investigated, and the reported issues could not be confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. All available information was investigated and, a definitive cause for the reported issues of clip open while locked and clip jumping could not be determined in this case. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm/efaa, and clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, when establishing final arm/efaa, the clip would jumped open while locked. The clip would no longer stay closed when locked; and therefore, the cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.